Manufacturer narrative:
On 7/6, customer followed up and stated pump is now charging. Customer stated that the usb charge cable was faulty and that a new cable is charging the pump just fine. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. The customers blood glucose level was not impacted. Reportedly, the customer did not have alternate insulin therapy available at the time of the issue.